Event description:
Additional information indicated the proximal contact section of the delivery wire broke off. There was no patient involvement, because the issue was noted when removing from the package.

Manufacturer narrative:
Additional information indicated that the proximal contact section of the subject device delivery wire broke off. The broken proximal contact reported is not a contiguous part that forms the delivery wire, but a subcomponent located at the proximal end of the delivery wire that works in conjunction with the detachment system, and it remains outside the patient at all times during the procedure. Based on careful review of the additional information, it is highly unlikely that the broken proximal contact will contribute to and/or cause any patient injury. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
The subject device has not been returned.

Event description:
It was reported that the tip of the coil delivery wire (subject device) broke off when the physician pulled it out of the package. No additional information has been received. There were no reported clinical consequences to the patient.